Event description:
(B)(4). Error in initial report: essure insertion date was (B)(6) 2009, not (B)(6) 2008.

Event description:
(B)(4). In (B)(6) 2014, I had laparoscopy to locate placement of coils, was diagnosed with endometriosis, and tested (B)(6) for carpal tunnel. In (B)(6) 2014, I had a spinal tap done and tested negative for ms. In (B)(6) 2014, I tested (B)(6) for nickel allergy. In (B)(6), my b-12 level was high and I underwent an abdominal supra cervical hysterectomy and a bilateral salpingo-oophorectomy along with efforts to remove as much endometriosis as possible. Prior to my hysterectomy, all of my symptoms became chronic and I continue to experience them post-op.

Event description:
I had the essure inserts placed in (B)(6) 2008 and by (B)(6) 2008 I sought help for fatigue and dizziness which I had experienced for months. I went to an ear specialist to get tests done on my hearing and equilibrium. My last visit was in (B)(6) 2013 and no resolve. I continue to feel fatigued and become dizzy more often than not. In 2009, I began to feel numbness in both hands and found a hand specialist. I wore braces on both hands during the night for a few years and by last year I retired them. My numbness had advanced up to my elbows. This sensation occurs nightly and the braces for my wrists are no longer helping that issue. In (B)(6) 2010, my right knee began to make a popping sound and then weeks later it decided to just give out on me. The pain was horrible. I have no history of knee problems nor any injuries. I went through therapy to recover and still feel the pain in that joint at times. Just a few weeks ago, I felt my left knee ready to do the same to me. I am not sure of the exact date that I began to feel all of the pelvic pain, lower back pain, and the abdominal pain, but it has been at least the last 3 years. Not only do I experience pelvic and lower back pain, the pain moved into my hips and the hip bones. The last few years, I have had multiple tests done on my uterus and hips including ultrasounds and x-rays. In (B)(6) 2013, I had a hip x-ray and was placed on medication for a short time. In (B)(6) 2013, an ultrasound found my uterus was enlarged. In (B)(6) 2013, due to the severe abdominal pain and anus pain, I had an endoscopy and colonoscopy performed. I have an elongated colon. In (B)(6) 2014, I went to a rheumatologist for all of the joint pain in my left hand, my knees and more importantly for the pain in my hips, pelvis, and lower back. I had blood work, an x-ray of my left hip, and a full-body 3-phase bone scan. The body scan identified an abnormal area under my left 8th rib, so I was sent for an x-ray of my left side. The x-ray shows something very small in size. I am now seeking second opinions. My blood work results indicate low vitamin d and b-12. At times I do experience chest pains on my left side and my menstrual cycle is brutal every month for the week leading up to my cycle and the whole time during my cycle. In the past months, I have also experienced full-body numbness not long after I fall asleep. I feel as though I am having a stroke or a heart attack. I become alert and collapse to the floor as I try to get out of bed on lifeless legs and feet. These episodes are very scary and my heart is racing out of my chest. I plan to see a neurologist this may. I tend to have headaches and can't sleep due to the joint, lower back, hip, and pelvic pain. All of my symptoms are progressively getting worse and most have become chronic.